Event description:
The customer reported the canopy is missing teeth not allowing the canopy zipper to close. The customer did not provide the date when this was found or the exact location of the zipper damaged. There was no patient incident or injury reported.

Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue there were no zipper teeth missing on any zippers. However, on the front side patient access window, the zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).